Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, and the battery subsequently shutoff. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into an alternate power source for at least 30 minutes. Customer acknowledged. During follow up, the customer confirmed that the pump was able to be successfully charged using an alternate usb adapter. The customer¿s blood glucose was 90-95 mg/dl.